Event description:
The physician intended to treat a lesion in the lcx#12, with moderate tortuosity, moderate calcification and 100% stenosis. There had been a previously deployed stent at lcx#11 proximal of the target lesion. The lesion was pre-dilated with an unknown balloon (10 inflations 15 atms). The device was prepared and inspected prior to use with no abnormality noted. The physician noted strong resistance when attempting to deliver a 2.5 x 30 mm endeavor sprint stent and removed the device. Stent deformation was confirmed at the distal side of the stent. A second 2.5 x 30 mm endeavor sprint stent was delivered successfully to complete the procedure. No pt injury reported.

Manufacturer narrative:
(B)(4). Eval, results/conclusions: (previously deployed stent), (100% stenosis, moderate vessel tortuosity, moderate lesion calcification).